Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery and motor error. The customer had reported the no delivery alarm but the customer received three more alarms after talking to the helpline. The customer received a motor error alarm while resuming the insulin pump after a no delivery alarm. Customer's blood glucose level was 284 mg/dl. The customer was able to complete the rewind sequence. The customer received a no delivery alarm when he was filling the tubing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.